Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient met with a manufacturer representative (rep) today to do some adjustments. The patient stated since their last adjustment, they only felt stimulation in their legs. Also, when they turned stimulation up past 2v, they would be screaming because the stimulation was hitting a vital organ in their stomach area. It was reported the adjustment today resolved the issue. The rep was able to target the stimulation from the patient¿s mid back all the way down to their toes. The patient was also changed from group a to group b. No further complications were reported/expected.